Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Due to the issue, the customer¿s blood glucose level displayed as "high," although a specific value was unknown. The customer administered a correction bolus via the pump to address the high blood glucose level. Technical support determined that the pump needed to be replaced and arranged for a replacement pump to be sent, advising the customer on how to manage their current pump until the new one arrives.